Event description:
Upon removal of caspar instumentation, two screws were noted to be short. Right superior and left interior screws were noted to be fractured. No force was necessary to remove any of the four. Therefore, according to the physician, the two screws were fractured pre-op. The superior fracture was noted dradiologicvally. On pathology examination, the fixation plate measured 5.1 x 1.9 x 0.1 cm. The metallic surface was smooth and shiny. The four screws measured up to 2.5 cm x 0.2 cm in diameter. Their metallic surface was smooth and shinyinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.